Event description:
The pt's intraocular pressure has returned to normal and the corneal edema and corneal opacity has gradually improved. Add'l info that was provided also identified a decrease of corneal edothelium that was not mentioned in the initial report.

Event description:
A surgeon reported that he used the same product syringe of viscoelastic solution on three pts. The third pt he treated with the product developed increased intraocular pressure (iop) on the first post op-day following uncomplicated cataract surgery. The pt's iop was noted to be 30 mmhg with corneal clouding/opacity. The pt was treated with topical and systemic medications to lower iop. The iop returned to normal, but the corneal clouding/opacity has not resolved. The pt is now receiving subconjunctival and systemic corticosteroids. The product insert states that product and syringe are for single use only.